Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a short battery life of the insulin pump, received a replace battery now alarm with a prior low battery alert, also received a change sensor alert. The customer also reported a keypad anomaly; the middle and back arrow button was unresponsive and had to press several times to respond. Blood glucose value at the time of event was 129 mg/dl. The customer was treated with carbohydrate intake. The event involved product(s) mmt-1884l, unk_sensor, mmt-397a, mmt-332a. Troubleshooting was performed for low blood glucose event and the customer was advised to monitor the insulin pump and blood glucose values. Troubleshooting was performed for the low battery life and replace battery now alarm and the new battery resolved the issue. Troubleshooting was performed for the change sensor alert and the customer will be provided with a sensor replacement. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for unk_sensor. No product return is required for mmt-397a. No product return is required for mmt-332a.